Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reportable infections against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted (B)(6) 2007 and revised on (B)(6) 2012. It is not likely the devices contributed to the patients reported infection 5 years after implantation. It is known the asr platform has been voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Event description:
Patient was revised to address infection. (B)(4) 2012 - patient's operative records were received. Records indicate metallosis and high cobalt and chromium levels were found upon revision.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, swelling, a skin sore near right hip, elevated metal ion levels, a pseudotumor and a hematogenous infection in right hip after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.